Event description:
I got mentor memory gel silicone implants in (B)(6) 2015. In (B)(6) 2016, I started getting sick. Pain in abdomen, pain in neck, pain in the back of the head. Then I started getting dizzy and having anxiety and panic attacks. Then I got chronic sinusitis in (B)(6) 2016. It took 5 antibiotics and three rounds of steroids to cure. Then the following months I got blurred vision, muscle twitches, tingling sensations in feet and head. Blood showed I was premenopausal at the age of (B)(6). I had been healthy all my life before this. Red spots started showing up all over my body. My face and neck are discolored. I have thrush, candida overgrowth and yeast infections, vitamin d deficiency, low dhea. All from these implants. Also break out in rashes all the time for no reason.